Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material adhered to the light guide lens was unable to be further specified. Moreover, no deformation/damage of the lens was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign objects were found in the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign objects found in the light guide lens, other evaluation findings are as follows: the control unit was discolored; there were scratches on the grip, the switch box, and the plug unit; the air/water cylinder and suction cylinder had no color; the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; the brightness was uneven when halation occurred due to damage on the charged coupled device unit; the play of the upward/downward knob was out of the standard value due to wear of the angle value; the adhesive on the bending section cover was cracked; and the universal cord was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.